Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged pump error 4 (the motor arm cannot communicate with the main arm) and pump error 53 (software error detected). The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and issue was unresolved. No harm requiring medical interventions were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. Unit passed the displacement test. No pump error 53 alarm or pump error 4 alarm was noted during testing. However, during download history review, pump error 53 was recorded on 01/10/2026 04:56:37.000. Line=213 file=617. Pump error 4 was also recorded on 01/10/2026 17:09:49.000. Line=2689 file=32122. Per software engineering log investigation, alarm fault 53 is triggered by software error. Pump error 4 was triggered by main processor communication alarm. Isolate to electronic assembly. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of pump error 53 and pump error 4 were confirmed when pump error 53 alarms and pump error 4 alarms were noted during download history review. Problem was isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.